Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the elevate actuator is loud and grinding, dealer is stating that the weldment on top has broken at the weld. Also the right gb motor is making a clicking noise.